Event description:
Additional information was received that indicated that the proximal portion of the lead was returned.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post market quality assurance laboratory visual inspection observed that the lead was severed and only the proximal section was returned. The insulation was observed to be brittle and cracked in multiple locations and the coils were exposed. No separation was observed at the terminal connector. The returned portion of the lead was put through and passed resistance testing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements. During a routine device changeout procedure due to normal battery depletion, separation of the terminal pin from the lead body was observed upon removal of the lead from the device header, however, the lead was felt to be intact electrically. The lead was capped and surgically abandoned and a new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.